Event description:
The customer contacted spacelabs healthcare to report that a qube bedside monitor screen was blanking out. While the screen was blanking out, the customer stated that the power indicator on the power button stayed green as well as the ac and battery indicators. When the screen returned the vitals were still present, however both the central station and retrospective patient data shows gaps in the waveforms. There was no patient or user harm associated with this event. The device was sent to spacelabs healthcare for depot repair and evaluated by an equipment service center technician. The reported problem was not verified as stated by the customer. The technician stated that the device would not boot up due to a faulty cpu pcba. The device was repaired and returned to the customer. The cause of the reported issue could not be determined.